Event description:
On (B)(6)2009, the patient reported she did not receive the a2 (low battery) alert on her insulin infusion device before she received the e2 (battery depleted) error. The patient changed to a new battery and the e7 error was cleared. The pt was educated on the proper battery type and setting. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.